Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. At the one year follow-up visit, the patient was documented as having a partial voiding obstruction. Uroflow residual volume was "up to 50 mls". According to the complainant, the procedure was successfully completed.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).